Event description:
It was reported the patient experienced poor pain control. The hcp was unable to aspirate fluid from catheter. The patient underwent unspecified surgical intervention. The drug in the pump was hydromorphone and bupivacaine. No patient outcome was reported.